Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. The consumer reported visiting a doctor because her right eye looked and felt burned. The doctor's office confirmed the patient was diagnosed with chemical conjunctivitis and prescribed tobramycin dexamethasone. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and diagnosis of chemical conjunctivitis are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported visiting a doctor because her right eye looked and felt burned. The doctor's office confirmed the patient was diagnosed with chemical conjunctivitis and prescribed tobramycin dexamethasone. The doctor advised the patient to switch to daily contact lenses. The doctor's representative indicated the etiology is unknown. The patient's eye condition resolved. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.